Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce tts balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during preparation, 'a crack was noted in the side of the balloon and would not go into the scope.' As a result, the balloon was removed from service. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Please note: several attempts have been made to obtain further information regarding the exact nature and location of the "crack" in the device; however no information has been received. Therefore, due to ambiguity of the damage, this event was deemed MDR reportable. Should further information become available, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a maxforce tts balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during preparation, "a crack was noted in the side of the balloon and would not go into the scope". As a result, the balloon was removed from service. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Please note: several attempts have been made to obtain further information regarding the exact nature and location of the "crack" in the device; however no information has been received. Therefore, due to ambiguity of the damage, this event was deemed MDR reportable. Should further information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual and functional evaluation of the returned device was performed. No visible damage was noted to the device. The balloon was inflated with no issues and no evidence of a crack was found. The reported event that the balloon "had a crack in the side" could not be confirmed. However, several attempts were made to determine if the correct device was returned for analysis. It could not be confirmed. Therefore, due to the possibility that the incorrect device was returned, this event will remain MDR reportable based on the complainant's original report. The root cause of this event is not confirmed as no evidence of the alleged issue or any issue that could have contributed to the reported defect were found by the investigation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.